Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2012, [pt] was implanted with a cook celect filter. [Pt] has suffered damages as a result of cook's actions. Eight prongs of the cook celect ivc filter have perforated the vena cava wall, with at least one prong perforating the aorta." Patient outcome: it is alleged that "[pt] is at risk for future progressive perforations by the celect filter which could further injure adjacent organs, blood vessels, and structures, as well as fracturing of the ivc filter and migration of the celect filter or pieces thereof. [Pt] faces numerous health risks, including the risk of death. [Pt] will require ongoing medical care and monitoring for the rest of his life. It is unknown if the filter can be retrieved by any means other than an open surgical procedure."

Event description:
Patient allegedly received an implant via the right femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava and organ perforation. Patient notes and further alleges experiencing "I live with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved without a serious surgery. I am worried because my filter has perforated outside of my vena cava into another organ. I also have abdominal pain that I believe is attributable to my filter", physical limitations, post-traumatic stress disorder (ptsd). Per the (B)(6) 2017 review of a computed tomography (CT) abdomen and pelvis: "positive for caval perforation. Superior extent of ivc filter is at the mid l2 vertebral body. Inferior extent is at the l3-l4 disc space. A total of eight prongs have perforated the ivc, series 3, image 46. Maximum distance prong perforated is 8 mm, series 3, image 48. Coronal images show 3-degree tilt left-to-right, series 5, image 35. Sagittal images show 6-degree tilt anterior-posterior, series 6, image 38. Diameter of ivc directly above filter measures 19 mm x 23 mm, series 3, image 38". Attention: a prong has perforated the aorta, best appreciated on series 3, image 52, and series 5 image 34".

Manufacturer narrative:
Additional information: a2, a4, b5, b6, b7, d1, d4, g5, h4, h6 (patient and device codes). Investigation: the following allegations have been investigated: abdominal pain, anxiety, worry, physical limitations, post-traumatic stress disorder (ptsd). Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported abdominal pain, anxiety, worry, physical limitations, and ptsd are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.